Event description:
It was reported by svc report that the siderails would not lock in the upright position and the power cord was missing the ground prong. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Timing link.